Event description:
It was reported that "during inspection and labeling, we found damaged packaging and product bent inside the box." This was found during incoming inspection. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer provided three photos for evaluation. One unopened sac kit is pictured with visible creasing/bending in all pouches. The customer also returned one unopened sac kit for analysis. Visual analysis revealed creasing/bending on the pouch. The damage observed is consistent with defects related to storage and shipping. The kit was opened to better analyze the components. No signs of use were observed. Visual analysis revealed one major kink in the sac guard. The sac guard was removed, and the guidewire was examined. The guidewire was intact with two minor bends in areas corresponding to bends in packaging. The distal and proximal welds were secure and intact, which was confirmed by microscopic examination. The kink in the sac guard was 32.5 mm from the distal end. The guidewire length measured 338 mm , which is within the specification limits of 331 mm - 340 mm per product drawing. The guidewire outer diameter measured 0.61 mm, which is within the specification limits of 0.61 mm - 0.64 mm per guidewire product drawing. The bends in the guidewire were 32.5 mm and 280 mm from the distal end. The guidewire was functionally tested per the product instructions for use (IFU) instructs the user to "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". The guidewire was advanced through the returned 18 ga introducer needle. The guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The returned lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with the kit informs the user, "do not use if package is damaged." The customer report of a damaged device was confirmed through complaint investigation of the returned sample. The packaging had signs of bending/creasing upon return. One kink was observed on the sac guard. The guidewire was intact with two minor bends in areas corresponding to bends in packaging. The distal and proximal welds were secure and intact. The guidewire met all relevant dimensional and functional requirements. The device history record review did not reveal any relevant findings. The returned product lid stock clearly states, "do not bend". Based on the customer description and the sample received , storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during inspection and labeling, we found damaged packaging and product bent inside the box." This was found during incoming inspection. There was no patient involvement.